Event description:
It was reported the pump was sitting in an uncomfortable position for the patient. The plan was to anchor (suture) it down. It was later reported that the pump was repositioned on (B)(6) 2011 and the procedure went fine. The healthcare professional does not think there will be any issues.

Manufacturer narrative:
Catheter model #: 8709sc, lot # : n188125009, implanted: (B)(6) 2009.